Manufacturer narrative:
Investigation results were made available: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of event description: the event information section of per states the following: "the cord was implanted in 2012. The patient did not have problems with the implant during 3 years. Then recently, pain. Revision surgery (B)(6) 2015. Right side l5 screw loosening and left side l5 cord rupture. The cord ruptured between the screw head and the spacer." Review of received pictures: two pictures were provided. One shows the ruptured cord, a drawn in screw marks its position on the cord. The second picture is an x-ray without date on which a pen was placed to probably mark the position of the cord rupture. From those two pictures it is concluded that the dynesys system is implanted from s1 to l3 and that the cord at hand is the cord of the left side where the rupture occurred. No further source documents were provided. Device analysis: visual examination: on one cord piece two fixation areas where the screw heads were located can be recognized. Comparison with the two provided pictures indicates that this cord piece must have been implanted from l5 to l3. This cord piece is hereafter referred to as "proximal cord piece". The proximal end of this cord piece has a cut appearance while the distal end has a frayed appearance. The fibre bundles seem to have a more or less equal length. Closer inspection of the latter revealed that the inner cord layers are slightly withdrawn and show a cut appearance when bending down the outer frayed cord layer. The outer cord layer is twisted and seems to be compressed. The other cord piece exhibits only one fixation area. Comparison with the two provided pictures indicates that this cord piece must have been implanted from s1 to l5. This cord piece is hereafter referred to as "distal cord piece". On the proximal end of this cord piece the inner cord layers protrude the outer cord layer by approximately 20 mm (measured from the intact zone of the latter). The fibre bundles of the outer cord layer are frayed and have a completely different length. The single bundles have a stretched appearance. The inner cord layers have a cut appearance. The distal end of this cord piece is the welded cord end. In all three clearly visible fixation areas single bundles of fibres are damaged and stick out from the cord. From the outer intact cord layer single fibres stick out, especially on the proximal cord piece. A fourth fixation area indicating the position of the l5 screw could not be identified. Functional tests: na as the cord is broken. Review of internal documents: inspection plan sap: results of tensile strength were inspected by 100%. The dynesys system was revised due to pain approximately three years after implantation. At revision surgery the right l5 screw was loose and a cord rupture was discovered on l5 between head and spacer on the left side. Only two cord pieces were received for investigation. It is assumed that those cord pieces belong to the left cord of the construct where the cord rupture occurred. According to the received x-ray the dynesys system must have been implanted in s1 to l3. On the two cord pieces three fixation areas indicating the position of the pedicle screws (l3, l4, s1) are clearly visible. On one end of each cord its outer layer has a frayed and the inner layers have a cut appearance. On the distal cord piece the single fibre bundles have a completely different length combined with a stretched appearance. For this reason, it is concluded that a rupture of the outer cord layer occurred at l5 while the inner cord layers stayed intact. The fixation area of the l5 screw was most probably located where the cord rupture was observed and is therefore not anymore recognizable on the cord. Beside the described phenomena the general appearance of the cord pieces is inconspicuous. The reason for the rupture is unknown. It is hypothesized that the patient performed a, possibly jerky, bending movement forward that led to the rupture of the outer cord layer. The cord, especially the outer cord layer, was fixed by the set screw and when the patient performed the movement the proximal cord piece was compressed while the distal cord piece was stretched and finally ruptured. Further investigation could not be performed due to the missing patient consent to conduct adverse modification or destructive testing. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device,investigation is ongoing. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Investigation ongoing.

Event description:
It was reported that the patient was implanted a dynesys l.i.s. Cord 200 in 2012. The patient was revised on (B)(6) 2015 due to screw loosening l5 on the right side and a torn tape l5 on the left side. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2012).

Manufacturer narrative:
The manufacturer received the devices for review. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported, that the patient was implanted a dynesys l.i.s. Cord 100 in 2012.